Event description:
Caller states, the patient tested 4.4 inr on the coaguchek s system and 3.2 inr on a comparison lab. No treatment information provided. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return. Replacement was sent.